Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete device information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg became inoperable. In turn, the patient underwent surgical intervention to explant and replace the inoperable ipg, which resolved the issue. Therapy was restored post-operatively. Complete device and patient info has not yet been obtained.